Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion alarm did not occur when expected and occlusion was present" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the upstream sensor out of calibration. The upstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an upstream occlusion alarm which did not occur when expected and occlusion was present. This occurred during preventive maintenance. There was no patient involvement. No additional information is available.